Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No serial number information was provided and thus a manufacturing record review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during surgery, the motor drive unit was creating a very high heat on the metal part of the burr and then transfers to the handpiece. It was necessary to let go of the handpiece several times. This high heat output lasts for about 15 seconds. It is unknown if there was a back-up device available and if a delay occurred. No other complications were reported.